Event description:
On (B)(6) 2011, pt reported receiving an e8 (power interrupt) error message. Pt stated none of the buttons on the infusion device will work, so he cannot clear the e8. Pt reported all buttons are unresponsive. Had pt try a new battery; infusion device is still showing e8 and is unable to clear the error message. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.